Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). (B)(6).

Event description:
The customer received a questionable high troponin t result from cobas h232 meter serial number (B)(4). The cobas h232 meter is not released for distribution nor is like or similar to a product released for distribution in the united states. The result at 9:52 was 129 ng/ml. As the patient complained about breast pain, he was transferred to the hospital via ambulance. In the hospital further blood samples were taken and the troponin t results were negative from a cobas 8000 core unit. At 10:59, the result was 3.4 ng/ml and at 13:09 the result was 3.8 ng/ml. As the patient status was stable after a while, the patient was sent home from hospital the same day. On (B)(6) 2017, the patient visited the doctor for follow up. A blood sample was taken and a troponin t result of 65 ng/l was received. The patient did not complain about pain and no further actions were taken. The patient was not adversely affected or harmed. It was suspected there were interferences in the patient's blood because no issues occurred with other patients. A similar scenario occurred a year ago with the same patient, but the customer was using a cardiac reader at that time. No further information was provided about this incident. Qc measurements performed on the cobas h232 prior to the event were within range. The suspect meter, strips and patient sample were requested to be returned for investigation.

Manufacturer narrative:
Relevant retention material roche cardiac poc troponin t of lot 22274810 was measured on a qualified cobas h232 with three native blood samples and one spiked blood sample (c=120 ng/l), each blood sample was tested with three test strips. The blood samples were measured on cobas e411. Mean of the measurements on qualified cobas h232: first native blood sample: <40 ng/l. Second native blood sample: <40 ng/l. Third spiked blood sample: <40 ng/l. Spiked blood sample (c=120 ng/l): 115 ng/l. Cobas e411 measurements: first native blood sample: <3.00 pg/ml. Second native blood sample: 3.80 pg/ml. Third native blood sample: <3.00 pg/ml. Spiked blood sample (c=120 ng/l): 116.2 pg/ml. The results of all measurements fulfilled the requirements. A sample from the patient, the suspect cobas h232 meter, and five single roche cardiac poc troponin t test strips of lot 22274810 were received for investigation. The patient sample was measured on cobas e411 with a result of 6.93 pg/ml. One native blood sample was spiked with sample from the patient and were measured on cobas h232 from the customer and qualified cobas h232 with one test strip from the customer and one test strip from relevant retention material roche cardiac poc troponin t of lot 22274810. Result on cobas h232 from the customer and customer test strip: <40 ng/l. Result on qualified cobas h232 and relevant retention material: <40 ng/l. On the basis of these results, an anti-interference test was not possible. Test strips from the customer and relevant retention material roche cardiac poc troponin t of lot 22274810 were measured on the cobas h232 from the customer and on a qualified cobas h232 with three native blood samples. Each blood sample was tested with one test strip on the cobas h232 from the customer with customer test strips and three test strips on a qualified cobas h232. Measurements on cobas h232 from the customer and customer test strip: first native blood sample: <40 ng/l second native blood sample: <40 ng/l third native blood sample: <40 ng/l mean of the measurements on qualified cobas h232 and relevant retention material: first native blood sample: <40 ng/l second native blood sample: <40 ng/l third native blood sample: <40 ng/l the results of all tests fulfilled the requirements. The customer's allegation could not be substantiated based on the available information and investigation. There was no indication of a product problem.